Event description:
It was reported that the patient underwent a penile ultrasound following severe inflammation in the penis and testicles. The ultrasound identified air in the pump component of the inflatable penile prosthesis (ipp) as well as "free liquid" of an unspecified nature. Additionally, penile asymmetry was noted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.